Manufacturer narrative:
Additional manufacturer narrative: manufacturing records were unable to be reviewed due to no lot number being provided by the customer. The device was not returned for evaluation because it was discarded by the hospital. Based on the reported event information, operational context likely contributed to the event. Coronary sinus injuries are identified as a potential complication in the IFU. Edwards has reviewed similar reports and has found the root cause is typically related to a combination of vessel size, tissue fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during the use of a peripheral retrograde cardioplegia device during a mini-sternotomy aortic valve replacement (avr), an injury to the coronary sinus occurred. Upon initial placement, there was no obvious buckling of the device or resistance during insertion. Upon assessment of device placement, there were no indications of any problems on transesophageal echocardiogram. On viewing the fluoroscopy image, it appeared that the catheter may have been tracking toward the middle cardiac vein. The balloon was not inflated, and a non-occlusive venogram was performed. It was noted on the fluoroscopy image that a dye stain appeared near the coronary ostium. The insertion of the peripheral retrograde cardioplegia device was abandoned and the avr proceeded as planned. There was no blood in the pericardium, indicating that the injury was a contained hematoma. The procedure was a successful avr and the patient was not impacted by the coronary sinus injury. There were no reported issues with patient anatomy, and no allegation of a device malfunction.